Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv)event ; however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv event. The cause of the iipv event was false empty detect and use error with the initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The technical service representative (tsr) had the caregiver (cg) go to the therapy log. Therapy was complete. The initial drain was equal to 116ml, the last fill was equal to 13ml, the total fill volume was equal to 12556ml, the total drain volume was equal to 15206ml, the total ultrafiltration (uf) was equal to 2650ml, the cycle 5 uf was equal to -110ml, the cycle 4 uf was equal to 503ml, the cycle 3 uf was equal to 86ml, the cycle 2 uf was equal to -372ml, and the cycle 1 uf was equal to 2544ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was made aware of the event. The nurse stated that as far as she knew the patient had no additional issues with the machine. She stated that the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.